Manufacturer narrative:
This event was received from the legal department. The male patient had a cypher stent implanted in a diagonal branch of his lad. Post-procedure, he was prescribed plavix for three months. Approximately 16 months after the stent was implanted, the patient experienced stent thrombosis and a subsequent myocardial infarction. No additional information was provided. The product could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis and myocardial infarction are both potential adverse events associated with coronary artery stenting. With such limited information, it is not possible to determine what factors may have contributed to this event.

Event description:
Additional information received via medical records on 10/27/2011: the complaint received states that approximately 16 months post cypher stent implantation, this patient suffered coronary stent restenosis, myocardial infarction, and thrombosis. At the time of initial stent implantation, the patient presented with substernal chest pain and was diagnosed with a non-st elevation mi. Echocardiogram reveals normal systolic function without valvular abnormalities. Angiography revealed severe 90% focal stenosis of 1st diagonal and mild to moderate lad, lcx and mid rca stenosis. Ef estimated to be approximately 60%. The 1st diagonal lesion was pre-dilated and then a 2.5 x 18mm cypher was successfully implanted without report of difficulty. The stent was post dilated. The patient was discharged on dual anti-platelet therapy; asa for life and plavix for at least one year. Approximately 16 months later, the patient presented with an hour of chest pain after yard work. Angiography revealed in-stent restenosis and thrombosis of the 1st diagonal cypher stent. Intervention was performed on the in-stent thrombosis with follow up rescue stenting of the lad with kissing technique. Aspiration thrombectomy was done to the cypher stent in the 1st diagonal.

Event description:
This male patient had a cypher stent implanted in a diagonal branch of his left anterior descending (lad). Post-procedure, he was prescribed plavix for three months. Approximately 16 months after the stent was implanted, the patient experienced stent thrombosis and a subsequent myocardial infarction.

Manufacturer narrative:
The lesion was then pre-dilated. There was a no-flow event after the non-cordis balloon was inflated the first time; however, after the second inflation, flow was re-established. An aspiration catheter was placed into the lad and thrombus was removed; however, the catheter could not be placed into the 1st diagonal successfully. A taxus stent was deployed within the restenosis; however, this caused a plaque shift into the lad. The lad was rescue stented with a kissing technique using a taxus stent. Both taxus stents were post-dilated. The ef was estimated at 60% with apical hypokinesis. Updated complaint conclusion: the complaint received states that approximately 16 months post cypher stent implantation, this patient suffered coronary stent restenosis and thrombosis with mi. This is a (B)(6) male with medical history including hyperlipidemia and hypertension. In (B)(6) 2007, the patient presented with ten hours of substernal chest pain radiating to the left arm. The ECG reflected lateral ischemia and the cardiac enzymes were positive for myocardial injury, non-st elevation mi. Echocardiogram revealed normal systolic function without valvular abnormalities. Angiography revealed severe 90% focal stenosis of 1st diagonal and mild to moderate lad, lcx and mid rca stenosis. Ef estimated to be approximately 60%. Intervention was performed on the in-stent restenosis. The lesion was pre-dilated and then a 2.5 x 18mm cypher was successfully implanted without report of difficulty. The stent was post dilated. The patient was discharged on dual anti-platelet therapy; asa for life and plavix for at least one year. Approximately 16 months later ((B)(6) 2008), the patient presented with an hour of chest pain after yard work. Angiography revealed in-stent restenosis and thrombosis of the single 1st diagonal cypher stent. Intervention was performed on the in-stent thrombosis with follow up rescue stenting of the lad with kissing technique. Aspiration thrombectomy was done to the cypher stent in the 1st diagonal stent. The lesion was then pre-dilated with a non-cordis balloon. There was a no-flow event after the balloon was inflated the first time; however, after the second inflation, flow was re-established. An aspiration catheter was placed into the lad and thrombus was removed; however, the catheter could not be placed into the 1st diagonal successfully. A taxus stent was deployed within the restenosis; however, this caused a plaque shift into the lad. The lad was rescue stented with a kissing technique using a taxus stent. Both taxus stents were post-dilated. The ef was estimated at 60% with apical hypokinesis. The cypher stent remains implanted thus unavailable for analysis. There is no sterile lot number information thus no DHR review could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. Review of the limited information does not suggest what other factors may have contributed to the reported event. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease.